Event description:
Caller reported a cartridge alarm occurring during pumping, which did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support resolved the issue by sending a replacement pump, and the customer was advised to switch to multiple daily injections as backup therapy. The customer was also instructed on returning the problematic pump and understood the steps needed when receiving the replacement.